Event description:
The explanted devices will not be returned to the manufacturer as the site will not return material per institution policy. No other information has been provided.

Event description:
On (B)(6), 2013, the surgeon reported that he performed revision surgery on the patient about three years ago (in 2010) due to an issue with pain at the lead site, which he stated was similar to the pain reported in MFR #: 1644487-2013-01669. Follow up found that the patient had stated that she had experienced this pain when her "leads were broken". However, a programming history review found no high impedance prior to the revision surgery on (B)(6), 2010. Additionally, it was noted that only the generator was replaced, while the lead was left in place. The pain did not occur with stimulation. Attempts will be made for more information; however, no additional information was provided.